Event description:
Baxter sales representative reported to baxter corporate product surveillance a clearlink butertrol solution set in which when clamped all the way, fluid was still leaking from the bag into the buretrol. It is unknown when the alleged defect occurred. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.